Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an alert for the right ventricular high voltage lead impedance, indicating that it had a sharp jump. No patient consequences were noted, and the patient would continue to be monitored.